Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device to be underweight, crease fold, wear abrasion, broken shell and others, yellow biological tissue particles on the shell and missing a piece of shell (0-25%). A microscopic analysis was performed which identified broken crease sharp on the radius and one striated opening on the posterior. Based on the device analysis the final assessment is a crease sharp broken on the radius due to fold flaw opening, one striated opening due to surgical damage consist in the use of some surgical tool, and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.